Manufacturer narrative:
The device was returned to zoll medical corporation; the customer reports were observed and attributed to a system interconnection ribbon cable that was not properly seated at a connector. The cable was reseated to correct the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend

Event description:
Complainant alleged that during biomed testing, the device powered on without display and there was no response to panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.